Event description:
It was reported that the patient had massive bleeding in their lower gastrointestinal tract. On the same day, the blood was transfused with a packet of a red blood cell of between 4 and 8 units. The patient received no drug treatment. Anticoagulant treatment at the time of the event was warfarin and aspirin. The patient's international normalized was 1.7, activated partial thromboplastin clotting time was 36 seconds, and platelet count was 180,000 /l. It was reported that the patient had a history of rectal ulcer at the site of bleeding that promoted the onset of bleeding.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.